Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures.

Event description:
A 6f angio-seal vip device insertion procedure was performed until the point of setting the anchor. The physician noted that the bypass tube was shaved and tapered; however, proceeded to deploy the device as directed. The patient developed a hematoma post procedure and hemostasis was achieved via manual compression. Hospitalization was extended by one day.